Event description:
During a remote follow-up, loss of capture, low pacing impedance, and oversensing were noted on the right ventricular (rv) lead. X-ray imaging was performed which confirmed lead dislodgement due to twiddler¿s syndrome. The event was resolved by explanting and replacing the rv lead. The patient was stable and will continue to be monitored.